Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection revealed that the device was missing a screw. The device turned on with batteries and with ac power. The device was received in "home mode" which disables keypad buttons. Once standard mode was enabled, the keypad functioned normally. During functional testing the unit was able to obtain measurements and provide visual alerts during alarm conditions; however the alerts were not audible. The front speaker and bottom speaker were not working. The failure was isolated to the unit's system board. The board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported "no sound and no display buttons work." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection revealed that the device was missing a screw. The device turned on with batteries and with ac power. During functional testing the unit was able to obtain measurements and provide visual alerts during alarm conditions; however the alerts were not audible. The front speaker and bottom speaker (for redundancy) were not working. The system board from known good device was temporarily installed and the device was functioning as designed. The customer's system board measured "open" which resulted in the device's inability to output sound. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported "no sound and no display buttons work." No consequences or impact to patient were reported.